Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial connector portion of the lead measuring 9.0 cm was returned in one piece. A full breached insulation degradation at 4.4 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.